Event description:
When the pulmonary manual resuscitator (ambubag) is connected to the oxygen at the recommended 15 l/min flow, no oxygen enters the ambubag. Device is supposed to give 100% of oxygen but is only giving 21%. This is a life threatening problem.